Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection revealed the helix was partially extended and clogged with blood and body fluids. X-ray analysis of the lead revealed the inner coil at the connector region was over-torqued. After cleaning and applying torque to the inner coil the helix was able to be extended and retracted with the full helix extension length meeting required performance specifications. The reported event of failure to capture was not confirmed. Electrical testing was performed and no indication of conductor fractures or internal shorts were observed.

Event description:
During an in-clinic follow-up, a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. The cause of the dislodgement was suspected to be due to the patient's anatomy. The rv lead was explanted and replaced to resolve the event. The patient was stable.